Event description:
It was reported the patient's blood glucose level (bg) rose to 16.2 mmol/l and 17.4 mmol/l (291.6 mg/dl and 313.2 mg/dl) while wearing the pod between 37 and 48 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. Additionally, the patient experienced bleeding at the infusion site. As treatment, 0.75 u of correction bolus was administered and a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. No issues were observed with the soft cannula that would contribute to the soft cannula becoming dislodged. A root cause for the reported dislodged cannula could not be determined. Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked under magnification for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined.